Event description:
During cardiomems implant procedure the patient experienced hemoptysis shortly after sensor deployment. The physician reported this was a very technically challenging procedure. The patient had severe tricuspid regurgitation with a large right atrium making it difficult to securely track with a wire to the pulmonary artery and leading to tension on the wire causing the cardiomems catheter to shoot forward and likely cause a pulmonary artery abrasion. The patient was retained for observation and released (B)(6) 2023. An angiogram was performed and confirmed that there was no perforation. The sensor was not calibrated during the implant due to the required intervention for the hemoptysis. An additional right heart catheterization was performed on (B)(6) 2023 to calibrate the sensor.

Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause was inconclusive and the device was not returned. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Additional health outcomes of the reported event are hemoptysis and respiratory distress, these risks can be characteristic for patients having a right heart catheterization procedure. Hemoptysis and respiratory distress have been identified as a known potential adverse event that may occur as a result of trauma to the pulmonary artery during cardiomems sensor implant.